Event description:
It was reported that the patient with this right atrial (ra) lead experienced an infection. There were no additional adverse patient effects reported. This right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).